Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of autoimmune disorder (vitiligo) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with harmonyca¿ lidocaine and developed granulomas 9 days after 2 syringes on each side. Apparition of sensitive to touch nodules on injection sites, 2 and half months after the injection. The nodules are not visible. No biopsy performed. Patient reported via regulatory agency that they have a history of vitiligo but recently experienced ¿multiplies very much quickly,¿ and the patient experienced a ¿headache¿ that may be due to high blood pressure, deemed not device related. The patient was placed on a treatment that they ¿did not tolerate well.¿ symptoms on going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product lot number 0862201.